Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and found the surgeon side console (ssc) had a black screen and was not starting properly. The fse replaced the personality module surgeon console (pmsc) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, four broken digital video interface (dvi) ports, two on surgeon console leaf (scl) and two on video input leaf (vil) boards and missing capacitor c534 on the video branch (vbr) board. Also, the pmsc was installed onto a golden system (is 4200) where the failure was triggered by indicating a fault on pmsc, replicating the reported event. Then, the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once testing was completed, the system error logs were inspected, identifying the vbr board was the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to a faulty vbr board in the pmsc.

Event description:
It was reported that during training/demo, the surgeon side console (ssc) was not booting up. There were no errors shown and no error logs available since the ssc was stand alone without a vision side cart (vsc). Consequently, error troubleshooting was not possible at that time. There was no report of patient involvement.